Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019. The customer¿s blood glucose level was 389 mg/dl. Customer was given intravenous and breathing treatment and electrocardiogram and chest x-ray and the hospital checked her carotid artery and had her on continuous drip. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.